Event description:
It was reported the patient presented in clinic for follow-up. Attempts at interrogation found the leadless pacemaker (lp) was unable to communicate over conductive telemetry and was not capturing. X-ray confirmed the lp dislodged to the right lower pelvic area. The lp was explanted and replaced. The patient was in stable condition.